Event description:
It was reported that stimulation was not able to be adjusted. The patient observed a 006 error code one night prior to report. The patient stated that it came with a message saying that stimulation was ¿interrupted¿ and the patient claimed the stimulation was turned off the night prior to report. The patient cleared the 006 but then observed a power on reset (por) code. The manufacturer representative cleared the por with the clinician programmer but the implantable neurostimulator (ins) somehow lost the group adjust feature that was previously programmed. The patient was not able to do the group adjustments. The caller had to reset the group adjust using the clinician programmer. All of the issues were resolved with clinician programmer use. The caller asked that a new patient programmer be sent to the patient. Upon device return, analysis of the patient programmer found that there was no significant anomaly. The face plate was scratched.

Manufacturer narrative:
Concomitant medical products: product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3888-33, lot# v107414, implanted: (B)(6) 2008, product type: lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3888-33, lot# j0527106v, implanted: (B)(6) 2005, product type: lead; product ID 3986a, lot# lb8977, implanted: (B)(6) 2004, product type: lead; product ID 3986a, lot# lb8977, implanted: (B)(6) 2004, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).